Manufacturer narrative:
A replacement pump was sent to the customer. In follow-up with the customer, she indicated that she purchased the pump in (B)(6). It worked fine until (B)(6), when it would work, then stop, then work then stop. The suction would increase, and then the unit would turn off. The customer stated "[has] infection, but didn't think it is due to the pump, but lc thinks it may be due to the pump." The customer reported blistering and bleeding on the breast that had the infection. Customer had gone to see her ob-gyn, who prescribed an antibiotic (amoxycillin) for the infection and jack newman ointment, and referred her to a breast specialist. The customer confirmed her new pump is working better. The infection was still present, but it was getting better and did not hurt as much anymore. A clinical evaluation was performed based on the information above and additional follow-up with the customer. After reviewing all information, it was decided on (B)(4) 2011 that the event was not reportable. The original pump was returned and evaluated. The product functioned properly with the exception of the cycle rate in expression mode, minimum setting. The product specifications for this product is 45-75 cpm; the pump tested at 76 cpm. Evaluation summary: vacuum levels and cycle rates were measured in the lab. The following vacuum and cycle rate data was collected from the returned pump. The vacuum rates were measured using the keyence gauge, and cycle rates by counting the number of cycles over a one minute period as measure with a stop watch. The pump was allowed to run for 30 seconds before taking any measurements. The product functioned properly throughout the experiment, with the exception of the cycle rate in expression mode, minimum setting (measured at 76 cpm; specification is 45-75 cpm). As new information was gathered from the testing of the pump, a second clinical review was done on 03/18/2011, which indicated if the breast pump is not functioning properly, or when a baby is not nursing properly, and the user's breasts are not drained well, milk stasis can occur. When this occurs in conjunction with broken skin, it can be a precursor to mastitis, which requires antibiotic treatment. This issue is being reported since a definitive conclusion regarding whether the pump was a contributing factor to the customer's infections cannot be drawn. Clinical assessment: a medela clinician spoke with the customer on (B)(4) 2011. The customer stated she received her replacement pump and it was working well. The old pump "clicked" and seemed to lose suction, and she often got milk in the tubing. The customer began pumping in (B)(6) (in addition to breastfeeding) in anticipation of returning to work in (B)(6). Her nipple was cracked and bleeding and she developed a "plugged duct." The customer reported she went to the ob-gyn and saw a "lactation nurse" who recommended nipple cream. The issue later developed into an infection, and the customer went to see a breast specialist, who told her to "pump and dump" while taking the antibiotic. She was able to use the replacement pump until she began breast feeding again. The customer is now breastfeeding well. She continues to pump because she works, and is having no problems with her breasts at this time. Based on the conversation and information from quality and customer support personnel, the clinician considered the issue resolved with no further effects to the customer.

Event description:
The customer reported she had a bacterial infection and went to the doctor. Per the customer, the doctor told her it was not related to the pump, but the customer states she did not have the problem until she started pumping.